Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient gained significant amount of weight and was displaying symptoms of heart failure event. Inaccurate readings were observed due to potential hf sensor drift. As a result, the sensor was calibrated through right heart catheterization which resolved the issue.